Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the inner insulation of the lead became ext rinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted that according to the complaint stated in returned papers work: "...by testing the screw, it was not possible to move the screw." Helix function tests was performed, results were failed due to the inner insulation buckled. The lead was returned stretched, with buckling of the inner insulation. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the lead dislodged after approximately three minutes of stable position. The rv lead was removed and replaced with a different lead. After removal, the rv lead tip was tested and was unable to move. No patient complications have been reported as a result of this event.